Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the calcified, 75% stenosed mid left anterior descending (lad) artery. The balloon ruptured at 6 atms on the first inflation. The procedure was completed with another maverick2 monorail balloon catheter. There were no reported patient complications. Patient status listed as "good".